Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that customer was hospitalized due to high blood glucose level on unknown date. Customer's blood glucose value was 635 mg/dl at the time of the incident. Another blood glucose level was 211 mg/dl. The customer declined troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump was not working. The insulin pump will not be returned for analysis.